Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ no audio¿ the unit was triaged and the customer¿s reported condition was confirmed. The root cause of this has been isolated to a damaged component (u14 chip). Component u14 of the buzzer circuit has been displaced towards the lower side of the printed circuit board (pcba). The leads of the chip are bent and pulled up from the board. This damage is likely caused by contact to the uppermost screw boss. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the enteral feeding pump with no specific issue reported. Upon triage on (B)(6) 2017, the service tech found the unit failed to alarm.